Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion? Cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5065260. Brand name: infinion? Cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: 5128022.

Event description:
It was reported that the patient experienced a lack of pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs system was removed. Post operatively, the patient was recovering as expected. The explanted devices will not be returned as they were disposed by the medical facility.